Event description:
The device was connected to a pt diagnosed with a third degree heart block and a heart rate of 32 beats per minute. Reportedly, when an attempt was made to deliver pacing therapy to the pt with the device, a continuous pacing leads off was observed. The pt's heart rate responded to administration of atropine. The pt was resuscitated.